Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Customer was disconnected during prime. It was stated that the piston continue to move forward after reservoir contact. No numbers appeared on screen and no beeps heard. The insulin pump was not bumped, dropped or exposed to moisture. The drive support cap appears normal. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. A corroded motor home switch was noted during the visual inspection. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.